Event description:
The product complaint report shows the customer alleged the device displayed an error code that indicates the unit may have entered safety valve open mode. It was noted in memory that a 9905 error code was present, but was not duplicatable by the nellcor puritan-bennett customer support engineer. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.